Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately low compared to another device. The reporter claimed obtaining blood glucose reading of "7.3 mmol/l" with the subject meter and "9.x mmol/l" on a laboratory device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.